Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the data presented in the literature article, "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle", did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Based on the information provided, patient number 2 suffered from a superficial pin site infection treated with oral antibiotics and local pin care. However, the patient´s outcome is unknown. Therefore, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
On the literature article named "combined intramedullary nail coated with antibiotic-containing cement and ring fixation for limb salvage in the severely deformed, infected, neuroarthropathic ankle", it was reported that, patient number 2 suffered from a superficial pin site infection that was treated with oral antibiotics, and local pin care. The patient outcome is unknown.